Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device did not display an occlusion error message when the infusion set catheter was "knotted". No adverse event reported. The infusion device is not expected to be returned for product evaluation.